Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3x4 was received coiled inside a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. The support coil and gripper were received inside of the introducer without damage. The embolic was found stretched and in was still attached to the gripper. The gripper and embolic coil were inspected under microscope; the gripper was found without damages just residues of dry blood can be observed on it while the embolic coil was found stretched. An x-ray was performed and it shows the headpiece and distal bead of the embolic coil as well as the marker bands on its original position. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "marker band - inadequate radiopacity" was not confirmed, since according to the x-ray the embolic coil and the marker bands were found on its original position. The failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that when the orbit mini complex fill 3x4 coil (637mf0304/ 15263751) was advanced, the end tip of the coil cannot be found under x-ray. For safety reasons, the device was withdrawn, and changed to another one to complete the procedure. The procedure was conducted with high resolution x-ray machine/fluoroscopy, and all the other markers were visible under x-ray. After the event, no other damages were noticed on the device (coil -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc). The target site was the acom artery with an aneurysm size of 3.4*5mm. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that when the orbit mini complex fill 3x4 coil (637mf0304/ 15263751) was advanced, the distal tip of the coil could not be seen under x-ray. For safety reasons, the device was withdrawn, and changed to another one to complete the procedure. The procedure was conducted with high resolution x-ray machine/fluoroscopy, and all the other markers were visible under x-ray. After the event, no other damages were noticed on the device, the coil was not unraveled/stretched, kinked/bent or fractured and there were no damages to the delivery system or introducer. The target site was the acom artery with an aneurysm size of 3.4*5mm. A non-sterile orbit mini complex fill 3x4 was received coiled inside a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. The support coil and gripper were received inside of the introducer without damage. The embolic was found stretched and in was still attached to the gripper. The gripper and embolic coil were inspected under microscope; the gripper was found without damages just residues of dry blood can be observed on it while the embolic coil was found stretched. An x-ray was performed and it shows the headpiece and distal bead of the embolic coil as well as the marker bands on its original position. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Inadequate radiopacity of the returned coil was not confirmed. With review of the analysis there are no discrepancies with the returned device; the embolic coil and all markerbands were visibly present and in the specified position. Based on the available information and the analysis, the timing and root cause of the stretching of the coil cannot be determined; however, if the stretched condition of the coil had occurred during procedural use, it is highly likely that this resulted in decreased visibility of the coil. Although root cause of the reported event and condition of the returned device cannot be conclusively determined, with review of the analysis and device history records there is no indication of a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that the procedure was coil embolization of an acom artery (3.4 - 5mm), and during advancing of the orbit mini complex fill 3x4 coil (B)(4), the end tip of coil cannot be found under x-ray. Considering the safety of patient, the device was withdrawn, and changed to another one to complete the procedure. Additional information has been requested.